Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. The info provided on this form was previously submitted under MFR'g report number (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due loosening of the tibial component.

Manufacturer narrative:
These devices are used for treatment. Visual inspection of the returned tibial plate identified scuff and wear marks on the distal surface of the plate. Visual inspection of the returned articular surface identified pitting and discoloration on the articulating regions of the proximal surface. Osteolysis was reported; backside wear and additional discoloration was identified on the distal surface. Dimensions were found conforming to print specifications where measured for both components. Device history records were reviewed and no deviations or anomalies were found. Comparing the immediate post-operative ap view x-ray to the later post-operative x-ray, it appears as though the medial portion of the tibial plate has collapsed and the lateral portion has come loose. Review of primary operative notes does not indicate root cause. Review of revision operative notes confirms patient was revised due to a detached tibial plate. Extensive synovitis was noted and removed. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided, however, it was reported that the revising surgeon suggested under sizing of the tibial plate being the underlying cause of the loosening.